Event description:
The device was explanted due to infection and insulation break.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Review of quality records, the damage found was sustained during the surgical procedure.